Event description:
It was reported that during a chesapeake lumber case, the universal awl 'skived' off the endplate and did not create the necessary pilot hole for the screw. This resulted in the cages at s1 and l4 having only 2 screws inserted instead of 3. Additionally, during screw insertion, the angled tapered driver came off of the screw. It was also observed that the laser markings had worn off of the expandable drill guide. This report will capture the first of two cages.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that during a chesapeake lumber case, the universal awl 'skived' off the endplate and did not create the necessary pilot hole for the screw. This resulted in the cages at s1 and l4 having only 2 screws inserted instead of 3. Additionally, during screw insertion, the angled tapered driver came off of the screw. It was also observed that the laser markings had worn off of the expandable drill guide. This report will capture the first of two cages.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were observed. Additional information indicates the surgeon is familiar with the chesapeake system and, "they do not always put in three screws." Based on the available information, the implant was placed with only two screws as a result of surgeon preference and difficulty with assembly."